Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of intermittent antenna icon was not confirmed. The root cause could not be determined. Additionally, a receiver device was returned for further evaluation (serial # (B)(4), lot # 5203471) the device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range. A root cause could not be determined.